Event description:
It was reported that lock could not be established between the patient's internal device and external equipment. External equipment was exchanged and programming adjustments were made, however, issue did not resolve. Revision surgery is under consideration.